Event description:
It was reported that a revision was performed to replace an autobahn ti antegrade retrograde femoral nail that was found broken with subsequent non-union post operatively.

Manufacturer narrative:
The device was available for evaluation. The fracture occurred at the slot. The slot feature could not be measured. The broken tip of nail was not returned. No determinations could be made as to the cause of the reported issue.